Event description:
It was reported that there was an issue with nx031z - as vega ps femoral comp cemented f5n r. According to the complainant, postoperatively, the implants loosened. A revision was required. The adverse event / malfunction is filed under aag reference (B)(4). Associated medwatch reports: (B)(4) (9610612-2022-00310) nx055z involved components: (B)(4) - nx130/vega ps gliding surface t3/3+ 10mm.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
Update: leading material nx055z (400572188) changed to involved after investigation. Associated medwatch reports: 400572846 (9610612-2022-00313) nx031z. Involved components: 400572847 - nx130/vega ps gliding surface t3/3+ 10mm. 400572188 - nx055z/as vega ps tibial plateau cemented t3.

Manufacturer narrative:
Additional information/correction: b5-added involved component, d10-added involved component, h6-codes. Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Up to now there are no explants available for investigation. Several x-ray figures were provided to us. According to the surgical report provided, there was no connection/adhesive between bone cement and implant. Batch history review: due to the fact that no lot number was provided, a review of the device history records for the complained device is not possible. Review of the complaint history revealed that no similar complaints have been filed against products from this batch number. The review of risk assessment revealed that the overall risk level (severity 4(5) x probability 3(5) of occurrence) according to din en iso 14971 is still acceptable. Explanation and rationale on the basis of the current information and due to the circumstance that we did not receive the complained devices for investigation, it is not possible to determine a definitive root cause for the mentioned failure. There are several root causes for implant loosening. One possible root cause could be that there were problems with the cement technique and due to this the implant has loosened prematurely. But in this case this is only speculative.in this context, it should also be mentioned that the patient had a fall after which he felt increasing pain. However, it remains unclear whether this fall contributed to the reason for the implant loosening. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. For the topic vega loosening, product safety cases (psc) were initiated.